Event description:
Boston scientific received information that during a routine follow up visit, the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. An x-ray was not able to determine the cause, thus the lead was initially electrically abandoned. However, a revision procedure was performed where the ra lead was tested through the pacing system analyzer (psa) and the high out of range pacing impedance measurements were able to be replicated and undersensing of the patient atrial fibrillation was noted. Subsequently the ra lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.